Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the customer provided images confirms product number, batch number, and that t2 is not in device. A review of the instructions for use found: read these instructions completely prior to use. If the deployment slider does not return to its most proximal position after t1 deployment, t2 will not deploy. The user may manually return the slider to its proximal position if necessary. A review of risk management files found that the reported failure was documented appropriately. A visual inspection revealed both t1 and t2 anchors are removed from the device and the actuator push assembly is reset into the t1 deployment position. The depth gauge is in the manufacturer specific position and needle is curved as manufacturer intended.¿¿ a functional evaluation revealed the depth gauge moves as intended and the deployment knob works and appears would deploy anchors if anchors were present and in device. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an unknown procedure, when the fast-fix 360 was used, t1 was deployed normally however t2 couldn't. After that, t1 was removed form the patient and a backup device was available to complete the procedure. No significant delay and no patient complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.